Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate during the self test. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. Customer reported that self test was failed. Insulin pump was no longer vibrating. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected audio or vibrate anomalies noted.